Event description:
It was reported "the patient's blood pressure did not improve satisfactorily after iabp, norepinephrine 0.9ug/kg/min and epinephrine 0.2ug/kg/min were continuously pumped, and the mean arterial pressure was maintained at about 65mmhg, so the patient was given to pull out the iabp, and after pulling it out, it was found that there was leakage of air from the end of the catheter, and other measures were taken to ensure the patient's blood pressure as well as cardiac function condition". The iab was removed and not replaced. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Section d.4.-lot# corrected to 18f23l0030 section d.4.-expiration date corrected to 31-oct-2025 returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc). Upon return, the supplied teflon sheath was noted on the returned sample; liquid blood was noted within the sheath sidearm. The one-way valve was tethered to the short driveline tubing. The supplied data-scope inflation driveline tubing was noted connected to the short driveline tubing. The bladder was fully unwrapped. A bend to the iabc, beneath the teflon sheath extrusion was noted at approximately 36.7cm from the iabc distal tip. Spots of dried blood were noted on the exterior surfaces of the returned iabc. No obvious blood was noted within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested using and an external leak was immediately noted and located around the bifurcate bushing bond. Upon microscopic inspection, the leak occurred from the adhesive bond at the bifurcate bushing. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 36.5cm from the iabc distal tip, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab leak suspected is confirmed. During the complaint investigation, an external leak is confirmed from the intra-aortic balloon catheter (iabc) bifurcate bushing adhesive. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related. Corrections (retraining) have been established for this issue as a result of a previous non-conformance, and this device was manufactured prior to the corrections.

Event description:
It was reported "the patient's blood pressure did not improve satisfactorily after iabp, norepinephrine 0.9ug/kg/min and epinephrine 0.2ug/kg/min were continuously pumped, and the mean arterial pressure was maintained at about 65mmhg, so the patient was given to pull out the iabp, and after pulling it out, it was found that there was leakage of air from the end of the catheter, and other measures were taken to ensure the patient's blood pressure as well as cardiac function condition". The iab was removed and not replaced. The patient's current condition is reported as "fine".